Event description:
It was reported that the patient experienced an allergic reaction to metal requiring a revision surgery to correct.

Manufacturer narrative:
It was discovered that the affected devices are not smith & nephew, inc. Devices.